Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined as the behavior could not be replicated.

Manufacturer narrative:
A medtronic representative, following-up at the site the following day to troubleshoot. The navigation system became unresponsive and no input detected displayed after checking hardware connections. Re-started the navigation system once and it displayed no input detected. The medtronic representative re-started the navigation system again and it booted into the software application screen. Return requested. Replacement device shipped to site. Suspect computer returned to manufacturer for analysis and is currently under analysis. On (B)(4) 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Computer was replaced. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine lumbar fusion procedure, a (B)(4) employee was operating the navigation system and the system became unresponsive and then displayed no input detected. The (B)(4) employee re-started the navigation system and it worked accordingly, however, shortly after the issue reoccurred. In trouble-shooting, checked computer power and video connections, video splitter power and video connections, low voltage power supply connections and ups connections. Once the navigation system was re-booted, the surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect computer was unable to duplicate the reported problem. The computer booted normally to the application screen. The cranial application and exams loaded without issue. The applications remained responsive during all burn-in testing. The computer passed all phd testing. No fault found, computer fully functional.